Manufacturer narrative:
A device history record review was performed for the subject device: please note, this DHR review is for sterilization procedure only: part no.: 412.820s. Lot no.: 7652817. Manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 12.nov.2011. Expiry date: 01.oct.2021. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 412.820 / 2799046 was manufactured in (B)(4). Release to warehouse date: 21.oct.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: investigation selection. Investigation site: (B)(4). Selected flow: 5. Broken. Visual inspection: the received screws were found broken. Furthermore, there are several mechanical damages visible on the surfaces. The screws are broken between the screw head and the screw shaft. The broken fragments are missing. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Drawing/specification review: as indicated in the manufacturing documents, the screw was inspected during manufacturing process. Material review: as indicated in the manufacturing documents the correct material was used. Summary: our investigation has shown that the complaint condition for all received screws is confirmed. Because of the damage and the missing broken fragments, it is not possible to measure the relevant dimension. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation could have lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part of the device remained in the patient during the procedure on (B)(6) 2018; device not considered explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information is available for reporting. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No phone number is available for the facility patient code is for additional medical intervention required; change of surgical plan. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a planned hardware removal on (B)(6) 2018, three (3) locking screws broke intraoperatively. The screws were originally implanted on (B)(6) 2016. During removal all three screws broke at the head. Without a delay, the surgeon completed the surgery by removing the rest of the implants. The screw shafts were not able to be removed. The patient was reported in stable condition. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrs device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.